Event description:
It was reported that a patient experienced various issues including a check lines and bags alarm on the homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A device history review was performed and there were no nonconformities, rework activities, or first pass test specification failures related to this complaint. Review of device history indicates manufacture of the device is not related to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.